Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was cold insulin. Tandem technical supported educated the customer that cold insulin is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.